Event description:
A surgeon reported a thermal burn and "corneal hold" occurred during a cataract extraction procedure. The patient is currently under treatment due to transient hypotony and slight dementia. The surgeon thinks "cream dust" occluded the ultrasound tip. The incision was sutured at two points and the surgery was completed using an alternate incision. Additional information was received from the facility indicating that there was insufficient irrigation from the handpiece during the procedure. The physician was trying to aspirate the "cream dust" but was unable to aspirate. The issue was resolved after switching to the "sculpt" mode. The surgeon then noted that the cornea was clouding in white." The incision was sutured and the procedure was continued using an alternate incision. The initial was unable to be closed using a 9-0 nylon suture. Two 10-0 nylon sutures needed to be used to close the incision. The surgeon attempted to fit the patient with a contact lens for treatment but was unable to fit the patient due to chemosis. On the patient's one day post-operative visit, the patient was fitted with a contact lens. Reported complications of this event were "decemet membrane's hold" and astigmatism. The surgeon believes the "cream dust" may have occluded the ultrasound tip causing the irrigation to stop.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).